Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced chronic, severe foreign body reaction, chronic inflammatory response, non-healing wound, rejection of mesh, infection, erosion, inflammation, recurrence, fistula, tissue necrosis, severe scarring, mesh contraction and deformation. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 2/28/2020. Additional narrative: it was reported that patient underwent removal of mesh on (B)(6) 2016.

Manufacturer narrative:
Date sent to FDA: 12/5/2019. Additional narrative: it was reported that the patient experienced abdominal pain and abscess following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.